Manufacturer narrative:
The subject device was manufactured in mar 2024 based on the provided 3-digit lot information "43k". Exact date is unknown. This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the investigation results, since the subject device was not returned to aomori olympus, the investigation was implemented based on the evaluation result provided by service business center, and the provided pictures. Inspection of the fracture surface of the low-strength guide wire distal end revealed layered resin solidification and the presence of welds. Brittle fractures originated at the welds, making the guide wire distal end more susceptible to tearing. This suggests a molding defect in the guide wire distal end, indicating that it was not molded under optimal processing conditions. The instruction manual contains a warning to the user regarding this event. (Drawing number:gk5909, revision number : 21) when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the tip of the basket on the single use mechanical lithotriptor was broken. The issue occurred during the preparation for the procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.